Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memoryshape gel siltex implant, catalog #3341255g serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with 375cc mentor memoryshape gel siltex implants on (B)(6) 2013 developed right breast pain and swelling that was observed on (B)(6) 2019. The patient was seen by the physician on (B)(6) 2019 and underwent diagnostic evaluation of heterogenous fluid collection surrounding the right implant on (B)(6) 2019 (results weren't provided). The patient had an MRI (magnetic resonance imaging) on (B)(6) 2019 that showed rind like, heterogenous nodular enhancement of the right implant capsule that was highly suspicious for bia-alcl (breast implant associated lymphoma), lower outer breast skin thickening and enhancement surrounding the site of drainage catheter entry that was thought to represent skin/soft tissue infection/inflammation, and heterogenous signal within the right implant signaling intracapsular rupture of the implant. Fluid collected from the breast on (B)(6) 2019 was culture/gram stain negative and had no growth for 2 days for the anaerobic culture as well. The patient underwent bilateral removal and replacement with mentor smooth implants and bilateral near complete capsulectomies on (B)(6) 2019. A total of 150 ml of fluid was aspirated from within the peri-prosthetic pocket of the right breast. There was evidence of silicone extrusion inside the capsule. There was a predominant area of capsular thickening along the region of the imc; this was excised as a separate specimen and was felt to be consistent with the potential "mass" changes noted on the MRI. The surgeon noted a right side capsular contracture during this procedure (bg not provided). Bilateral testing of the capsules and fluid returned negative for malignancy. Furthermore, there was no morphologic or immunophenotypic evidence of involvement by bia-alcl.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/27/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant, capsular contracture, and seroma. During analysis of the sample, it was found ruptured and received in two parts. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. .it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).